Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿- if the surface of the transducer is cracked, scratched, broken or deformed, current leakage from the damaged part may burn the operator or patient. If the surface is damaged, stop using the transducer and contact olympus. - failure to properly reprocess the transducer after each use may compromise patient safety. To minimize the risk of transmitting infections from one patient to another, after each use the equipment must undergo thorough manual or automatic cleaning followed by sterilization. - the performance and function of the transducer may deteriorate after repeated use for an extended period. Olympus has confirmed that the performance is maintained sufficiently for up to 100 cases. Therefore, replace the transducer with a new one after 100 times of use, even if the performance and function do not seem to be deteriorated. Otherwise, equipment damage and/or patient injury may result. - confirm either whether one year has passed since the transducer was delivered or the use of the transducer has exceeded 100 cases. If it is applied to at least one of them, replace the transducer with a new one.¿ based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the foreign material may have the result of the user facility not properly following the reprocessing steps in accordance with the IFU. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the evaluation of the transducer that the user performed a reprocessing method other than that specified in the instruction manual. There were no reports of patient involvement.